Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, eccentric target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 3.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the second inflation, the pressure did not increase. When the device was completely removed from the patient's body, it was noted that the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole 3mm distal from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, eccentric target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 3.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the second inflation, the pressure did not increase. When the device was completely removed from the patient's body, it was noted that the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.